Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, consistent with an infusion pathway blockage, and after removing all supplies completed a successful dry run and then a successful supply change with new supplies, after which delivery resumed; blood glucose was not affected and the implicated component was the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in association with a complete blockage within the infusion pathway, involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.